Event description:
It was reported that during the implant procedure, the physician suspected this right atrial (ra) lead conductor had fractured. The real-time electrocardiogram revealed noisy signals inhibited measuring the true r-wave amplitude measurements. When this lead was extracted, the conductor coil close to the electrode end was fractured. A replacement lead was implanted to resolve the event and no adverse patient effects were reported. This lead is expected to be returned for analysis, but has not yet been received.

Event description:
It was reported that during the implant procedure, the physician suspected this right atrial (ra) lead conductor had fractured. The real-time electrocardiogram revealed noisy signals inhibited measuring the true r-wave amplitude measurements. When this lead was extracted, the conductor coil close to the electrode end was fractured. A replacement lead was implanted to resolve the event and no adverse patient effects were reported. This lead was received for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual analysis noted surface scrape marks on the helix, which was likely the result of induced damage during the implant procedure. Continuity testing was performed which confirmed that the lead conductor was not electrically contiguous. Imaging confirmed the lead conductor was fractured 568 mm from the terminal pin. The fracture likely contributed to the clinical observation of noisy signals during the implant procedure. The root cause of the conductor fracture was unable to be determined during analysis, as the characteristics were non-specific.